Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in emergency department. Upon interrogation of the device it was found that the marker failed to deliver energy with one attempted shock. Possible high voltage lead issue was suspected. Lead was fractured. The patient was not adversely affected by the single failure to deliver therapy. The right ventricular lead was capped on (B)(6) 2020 and replaced. Patient was in stable condition before, during and after the procedure.